Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific crm rec'd information that this right ventricular lead was undersensing. It was noted that the lead had dislodged. This lead was successfully repositioned. No adverse pt effects were noted. No additional information is available at this time. If additional information becomes available, this event will be updated.